Event description:
The user facility's clinical engineer reported that during testing of the device, the heart lung machine (hlm) power supply failed. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Corrected block: d4. Correcting UDI number field in d4, there is no UDI associated with this unit.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the power supply to a lab use only (luo) test fixture. He observed the power supply fan to not power on and the output voltage read 0.000 volts direct current (vdc) during testing three consecutive times. It was determined that the power supply did not meet specification.